Event description:
A surgeon reported experiencing a knife that was blunt during a procedure. Another knife was used to continue the procedure. There was no pt harm. Add'l info has been requested.

Manufacturer narrative:
One opened sample was returned for eval and analysis. The sample was found to have a damaged cutting edge when examined under magnification. Product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the mfg documentation. The root cause for the damaged knife is unk. However, based on the info above it is unlikely that the damage occurred during the mfg process. (B)(4).